Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of an error at power-up and noted additionally that the red display wire was pinched and the wire exposed. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator presented with an error at power-up. The external pulse generator has been returned as a warranty repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.